Event description:
In 2009 the lay patient contacted lifescan (lfs) alleging that her one touch ultra 2 meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation because the medical surveillance specialist (mss) was unable to contact the patient by phone. The patient said she obtained readings of 111, 96, and 70 mg/dl on the lfs product more than 20 minutes apart from each; the specific times of the readings were not provided. The patient described feeling a bit shaky after the product issue. She said about 7 hours elapsed between the time the product issue first occurred and the start of her symptoms. She claimed that she took more food and/or drink as a result of the issue at an unspecified time. Information was not provided as to whether the patient's symptoms worsened over the course of 7 hours. The cca noted that patient followed correct testing technique. The patient's products were replaced. The complaint is reported because the patient alleged she obtain inaccurately erratic readings. She also claimed that she felt shaky after the reported issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.